Event description:
Patient complained of numbness in the left foot which was due to restenosis of stented area after stent implant duration of 7 months. Had to do a tlr (target lesion revascularization). Same patient as 6000002-2006-0008. No further information provided.